Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 1138 mg/dl with large ketones associated with an alleged inaccurate delivery issue. Reportedly it was unknown whether the patient continued pump therapy. The patient was admitted to the intensive care unit and treated with intravenous fluids and insulin via injection by their health care provider. During troubleshooting with customer technical support, it was noted that the basal delivery totals in the total daily dose did not match the active basal program totals. It was also found that the date was incorrect. The basal history matches the active basal program. It was also noted that when the patient was transitioned back to the pump, the bg did not respond to insulin from the pump. It was also noted that there were user errors found: the infusion set and cartridges were changed every 5 days instead of 3 days and the infusion set tubing was not being fully primed. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.